Event description:
Approximately 1.5 weeks prior to this report, an inflammatory mass was suspected. An MRI was being done to rule out a granuloma. The device system was delivering 25 mg/ml morphine. The patient symptoms, results of the MRI, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).